Event description:
The customer stated that he was hospitalized, due to hyperglycemia. The customer stated that he felt lethargic and nauseous prior to the event. The customer also stated that after changing his infusion set, the insulin pump alarmed no delivery. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.